Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the battery and the issue was resolved. The device passed performance verification testing.

Event description:
It was reported that the unit had a dead battery. There was no patient involvement. Event date not specified, estimate used.